Event description:
It was reported that the customer noted that the fenestrated bipolar forceps is broken at proximal end tubing. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken at proximal end tubing, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the main tube broken. A piece measuring proximately .218¿ x .146¿ was broken and not returned with the instrument. Additionally, the instrument was found to have a dislodged bearing. The bearing was found dislodged from its normal position and stuck onto the magnet inside of the housing. There were no signs of potential fragments. The instrument was found to have a dislodged retaining ring. The retaining ring was found dislodged from its normal position and stuck onto the magnet inside of the housing. There are no signs of potential fragments. The complaint regarding broken at proximal end tubing was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.